Manufacturer narrative:
Insulin pump received with intermittent button response, due to flattened act button on dome switch. No moisture damage on electronic during visual inspection. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 280 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.